Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead exhibited oversensing/noise episodes that caused the patient to received I nappropriate shocks. Additionally, t-wave oversensing (twos) was noted. The rv lead had a confirmed fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.